Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons had to press longer to respond and they were faded. The customer blood glucose level was unknown. The customer declined troubleshooting. Customer states left side of screen was cracked, insulin pump had unexplained no delivery alarms and rejects new batteries very often had to change out battery under 7 days. The device will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners and broken battery cap noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing.